Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient had two leads for off-label use. Device 1 of 3: reference MFR report #: 1627487-2015-07535 and 1627487-2015-07536. It was reported the patient could no longer receive effective stimulation. As a result, the patient's 3163 and 3166 leads were explanted and replaced with a different model. The issue was resolved by surgical intervention.